Event description:
Tech heard loud popping noise while device was in use. Both screens went out, no amber power lights, and no other lights were operating on the machine. Staff had to force shutdown. The device was rebooted. Staff were able to retrieve the study and finish the exam.this facility has had several similar events with this device. The manufacturer has been notified and sends a rep to inspect/repair the device. The manufacturer will not replace the device. The cause of the problem is unknown and has not been able to be prevented.======================manufacturer response for ultrasound unit, vivid e9 (per site reporter).======================ge medical service tech in to replace power supply per support service unit always breaking down service manager called steve kurtz ge medical.